Event description:
Patient is a 74 year old male admitted with a diagnosis of chf. Medical history includes CABG 1981, caratid endarterectomy 1981, aaa repair 1978, and pacemaker insertion in 1991 for management of bradycardia. Patient was in telemetry unit and on 1/31/93, r.n. Observing monitor noted pacer not capturning on monitor. Patient assessed, found lying on right side in sleeping position, apneic and unresponsive. CPR was initiated at 0240. Code called by physician at 0310. Patient was intubated during code, received epi x 2 and external pacer was utilized. No autopsy performedinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.